Event description:
It was reported that a patient underwent a laparoscopic myomectomy on an unknown date and a barbed suture was used for uterine sewing in continuous suturing manner. The intraoperative sewing operation was smooth without any device failure or patient injury. Post-op, the patient experienced oozing. The patient had a large amount of dark colored bloody fluid in the abdominal drainage for 2-3 days post-op. The doctor considered that it was caused by bleeding in uterine sewing area. The patient was given an unknown hemostatic treatment. Then the patient's recovery was improved. The patient was discharged smoothly now. No subsequent adverse event report was received. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who underwent laparoscopic myomectomy in hospital in 2024 (specific surgery date was unknown). The surgeon used sxpp1a400 for uterine sewing in continuous suturing manner. The intraoperative sewing operation was smooth without any device failure or patient injury. The patient had bloody fluid in abdominal drainage (large amount, dark color) for 2-3 days post-op (the specific event occurred on an unknown date). The doctor considered that it was caused by bleeding in uterine sewing area. The patient was given hemostatic treatment (specific treatment measures were unknown). Then the patient's recovery was improved. The patient was discharged smoothly now. No subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Can you describe the appearance of the stratafix suture during second procedure, if applicable? Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? The following information was requested but unavailable: how was the oozing treated? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up.